Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited cardiac compass invalid data. The right atrial (ra) lead exhibited low impedance, high thresholds and low p-waves. The ipg and the ra lead remain in use. No patient complications have been reported as a result of this event.